Event description:
The customer reported a charge button error during opcheck. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer evaluated the device with the help of philips call in center to confirm the failure. The customer ordered and received a therapy pca to repair the device. This was a malfunction of the therapy pca that caused a charge button error during opcheck.